Event description:
It was reported that a pt enrolled in a post-market clinical study underwent a balloon kyphoplasty procedure at level l1. The pt continued to have back pain at the treated level l1. MRI was performed on (B)(6) 2004 and confirmed refracturing of l1. The pt was continued on pain medication and physical therapy. No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up with company rep.